Event description:
It was reported the programmer is slow to boot. Sometimes it will not boot and sits at a blank screen. It also takes a long time to interrogate devices and does not pick up a signal at times. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device has data corruption. Left keyboard case hinge is broken.